Event description:
The sprinter legend rx balloon was inserted in the patient, the physician attempted to inflate the balloon however, the balloon would not inflate. The device was removed from the patient and inflation was attempted in vivo, contrast was noted to be leaking from the balloon. No issues were noted prior to use. No clinical sequelae reported. Device evaluation: a short longitudinal tear was located on the body of the balloon between the inner shaft markers. The distal tip was flared.

Manufacturer narrative:
Results: the root cause of the reported event was most likely procedural related. Conclusion: the root cause of the reported event was most likely procedural related. (B)(4).